Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.